Event description:
It was reported that during a myomectomy the blade of the morcellator would not cut. The blade appeared to be blunt. The surgeon made a larger incision to complete the procedure. There were no adverse pt consequences reported.